Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was revealed that after swimming, the battery exploded inside the battery compartment. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: a review of the black box showed multiple power on reset events after call service 128 alarms. The battery compartment was cracked at the case seal on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was found in the battery canister. The returned battery cap was fastened and then unscrewed a half turn with no reboots. A leak was found in the battery compartment. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no further moisture corrosion or intermittent conditions to the power printed circuit board. The power complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.